Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 : reference MFR. Report#: 1627487-2018-12399. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention was undertaken on (B)(6) 2018 during which the existing leads were explanted and replaced. Effective therapy resumed post procedure.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12399.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12399.